Manufacturer narrative:
No kinks were observed on the exposed portion of the soft cannula during investigation. The fluid path was tested, and it was found to be occluded at the distal end of the soft cannula. The soft cannula was cleared, and fluid was able to exit the fluid path upon rotation of the ratchet gear. The data downloaded from the device did not show any timeouts, drive stalls and/or rotational abnormalities during the run indicating the occlusion did not affect the device during operation. It could not be determined when the occlusion occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 280 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.